Manufacturer narrative:
H6: investigation summary the customer reported issues at the buretrol, and returned photo evidence of the failure. The complaint was verified from the photo which showed a separation below the drip chamber. The failure mode is consistent with a corrective and preventative action plan that is currently underway. The plan is targeting the solvent dispenser and working to improve that process. Device history record review for model 10014881 lot number 22049032 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported while using bd alaris smartsite low sorbing secondary set the connection was loose. There was no report of patient impact. The following information was provided by the initial reporter: details of complaint (reported issue): line is detaching from the buretrol with regular use during chemo compounding- additional information received on 19-apr-2023: the separation of the line occurred when priming the tubing. There was no chemo leakage during compounding as the line separated prior to drug being added to the bag. Unfortunately, the outer wrapping was not kept, and the lot cannot be confirmed. Based on current stock rotation, we think it may be lot (10)22049032 exp 2025-04-04.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris smartsite low sorbing secondary set the connection was loose. There was no report of patient impact. The following information was provided by the initial reporter: details of complaint (reported issue): line is detaching from the buretrol with regular use during chemo compounding additional information received on 19-apr-2023: the separation of the line occurred when priming the tubing. There was no chemo leakage during compounding as the line separated prior to drug being added to the bag. Unfortunately, the outer wrapping was not kept, and the lot cannot be confirmed. Based on current stock rotation, we think it may be lot (10)22049032 exp 2025-04-04.